Manufacturer narrative:
Correction #1: incident description field of original 3500a should read as follows: on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the literature that came with her onetouch verio2 meter was incomprehensible. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015, in the morning. The patient manages her diabetes with oral medication, diet and exercise and skipped her metformin dose at 06:30 to 07:00 am on (B)(6) 2015. The patient stated that on (B)(6) 2015 at 08:35am she developed symptoms of ¿dizzy and lightheaded¿ and was treated by emergency medical services with food or drink. During troubleshooting the cca noted that the literature was in the correct language. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the literature that came with her onetouch verio2 meter was incomprehensible. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015, in the morning. The patient manages her diabetes with oral medication, diet and exercise and skipped her metformin dose at 06:30 to 07:00 am on (B)(6) 2015. The patient stated that on (B)(6) 2015 at 08:35am she developed symptoms of "dizzy and lightheaded" and self-treated with food or drink. During troubleshooting the cca noted that the literature was in the correct language. Replacement products were sent to the patient. There is no indication that the subject product caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. The complaint is being reported because the alleged issue was not resolved with troubleshooting.